Manufacturer narrative:
Device not returned.

Event description:
Patient had a bleeding the day of the implant. She was medically treated as well as transfused and she recovered. The patient later expired due to multisystem failure in 2005. Her death was unrelated to the study valve.